Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced recurrent infections and skin overgrowth at the abutment site. Subsequently, antibiotics were administered and the skin was excised. There are plans remove the abutment and place a magnet on the internal fixture, converting the patient to a subcutaneous baha implant system; however has yet to occur as of the date of this report.

Manufacturer narrative:
It was reported that the patient underwent revision surgery on (B)(6) 2018, in order to convert the patient to a subcutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture.